Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2009 was used based on age of patient. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced plunger movement difficulty. This is 1 of 2 related events. The following information was provided by the initial reporter: 1. Obstructed when passing medication case 1: (B)(4) the 20ml syringe sticks to the soft plastic part when in contact with the medicine, in this case propofol. It is worth mentioning that it has already been reported on other occasions, where the infusion line and even the drug have been changed, finally finding the failure in the 20ml syringe.

Event description:
It was reported that the bd plastipak¿ syringe experienced plunger movement difficulty. This is 1 of 2 related events. The following information was provided by the initial reporter: 1. Obstructed when passing medication case 1: tv-110523-38 the 20ml syringe sticks to the soft plastic part when in contact with the medicine, in this case propofol. It is worth mentioning that it has already been reported on other occasions, where the infusion line and even the drug have been changed, finally finding the failure in the 20ml syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.